Event description:
It was reported that they were getting alarm 115 (patient temperature change not detected) on arctic sun device s/n # (B)(6). They want to know if that was a bad thing and if there was anything they need to do. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.6c. At one point the patient's temperature read really low, but they made some adjustments to the probe and the temperature seems to be stable now. Discussed alarm 116. Confirmed the patient's probe was connected to temperature port 1. Discussed erratic patient temperatures. Asked nurse to continue to monitor patient temperature. If it becomes erratic again replace the probe and/or temperature in cable if the change was not patient related (ng feed, flushed catheter, etc).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 115 (patient temperature change not detected) on arctic sun device (B)(6). They want to know if that was a bad thing and if there was anything they need to do. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.6c. At one point the patient's temperature read really low, but they made some adjustments to the probe and the temperature seems to be stable now. Discussed alarm 116. Confirmed the patient's probe was connected to temperature port 1. Discussed erratic patient temperatures. Asked nurse to continue to monitor patient temperature. If it becomes erratic again replace the probe and/or temperature in cable if the change was not patient related (ng feed, flushed catheter, etc).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.